Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries also unexplained no delivery alarms. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. (B)(4).